Manufacturer narrative:
Evaluation codes: updated device evaluation: one warmer unit was received for investigation. Visual inspection identified housing and lcd damage and outdated printed-circuit-boards and power switch. The reported leaking issue was confirmed during functional testing when leakage was observed from cracks in the drain tube. No root cause could be determined for the observed condition. Due to the device age and condition, the device was determined to be beyond economical repair and will be scrapped. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 2014 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the fluid warmer was leaking. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.